Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
This is filed to report clip opening while locked. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation grade 4 with prolapsed posterior leaflet. Upon deployment, it was noticed that the clip opened more than 10 degrees. The clip remained stable on both leaflets and the mr reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.